Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. The customer continue to use the current pump diabetes management.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.